Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a low leak co2 rebreathing risk alarm. The device was in clinical use when the issue occurred. No patient or user harm reported. Philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a low leak co2 rebreathing risk alarm. It was reported that the device kept alarming, and displaying a "low air leakage", and repeated co2 inhalation. The customer reported that the blood oxygen saturation could not be increased again no injury or harm to patient. Investigation is ongoing.

Manufacturer narrative:
E1 address: (B)(6) hospital. Phone: (B)(6).

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the customer had the breathing pipe replaced to resolve the issue. The device was returned to service. H11-d4: UDI (B)(4).